Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and multiple motor error alarms. The blood glucose value was 361 mg/dl. The device was not exposed to a magnetic field and the customer was able to rewind. The motor error alarm occurred more than once in 30 days. The customer also reported that the reservoir tube lip has a big crack and would break off when inserting the reservoir. The device was returned for analysis.